Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that there was a leakage in the three way connector. No further details were provided.

Manufacturer narrative:
Upon completion of the investigation it was noted that during testing the system was irrigated and biological debris was flushed from the system. During the leak test, it was found that there was a leak at the first three way connector on the proximal side closest to the patient. The tubing was still in place and could not be pulled out. It might be possible that the tubing was bent and has caused the tubing to come away from the glue, but this could not be determined. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages, therefore, this type of leakage would have been detected during the manufacturing inspection prior to distribution. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.